Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter during a mitral valve replacement, when closing the atrium, ten minutes into the procedure, while the surgeon was knotting, the thread of both the device broke. The suture was not hydrated prior to use. Another suture was used to complete the case. There was no patient injury.